Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for facial reconstruction procedure. In case the system was stating initializing please wait. Site tried to troubleshoot for 40 minutes before taking the patient to computed tomography (CT). It was noted that the imaging was aborted. The representative further reported that the system was booting up fine without a system check out. They were not sure what the site did to possibly cause the issue. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.